Event description:
The patient called to report feeling a slow heart rate which was a similar feeling at pacemaker checks. It was also reported that these episodes last approximately fifteen minutes. The pacemaker remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.